Manufacturer narrative:
The insulin pump was received with motion sensor test failure alarm during rewind test, stuck in the motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history. The motor was tested outside of the device and passed; the motor may have had and intermittent failure that was not detected during our testing. Unable to perform idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motion sensor test failure alarm during the rewind test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was 189 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.